Event description:
This procedure is part of (B)(4): a tia with expressive aphasia hemiparesis was reported. Medication was administered. Please reference MDR 2183870-2013-00150 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.